Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsv6b8, (impl tapered scr-v sbm 6m m 5.7mm 8mm) for evaluation. Visual evaluation / functional test was performed, implant was not returned however the packaging was returned. No damage to the vial/packaged identified. The tamper seal / ring was broken. DHR review was completed for the subject lot number 1267042. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1267042 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation was improper handling of product outside of zimvie controls. Therefore, based on the available information, a device malfunction could not be verified. The returned implant packaging has no damage. Implant not returned and seal was broken. The reported event/coob was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, d9: device availability, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type, h3: changed "no" to "yes", h6: entered evaluation codes, h11: added manufacturer narrative.

Event description:
It was reported that the doctor prepped the tooth site and when they went to open the implant, there was no implant in the vial. They were able to complete the procedure with another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k011028, k013227.